Event description:
It was reported that the patient received inappropriate therapy due to lead noise. Interrogation revealed multiple episodes of non-sustained ventricular fibrillation with aborted shocks. All electrical measurements were stable. Noise could not be reproduced with pocket manipulation and arm movement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.